Event description:
The following was reported to hamilton medical ag: summary: selftest failed with (B)(4) and (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly. Correction: replaced pressure sensor assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly. Correction: replaced pressure sensor assembly.

Event description:
The following was reported to hamilton medical ag: summary: selftest failed with tf341009 and te231036.